Event description:
A service order was created in the source system to house the implementation of (B)(4) (ac power supply module) as the device met the criteria noted within the fco. There was no patient involvement.